Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "poor therapeutic adherence". On an unreported date, the patient was hospitalized and treated with unspecified antibiotics for the event. Pd therapy was ongoing. At the time of this report, the patient recovered from the event and was scheduled to be discharged 15 days after reported event start date. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
A2: 7 decades. B5: the patient was scheduled to be discharged from the reporting hospital on (B)(6) 2024. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.